Manufacturer narrative:
H10: based on additional information received, the pd disposables was determined not to be a factor in the reported adverse event.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by loose motions and abdominal pain. The cause of peritonitis was reported as due to loose motions; however, the cause remains unknown. The same day as the event onset, the patient was hospitalized due to peritonitis and abdominal pain and was subsequently discharged on the same day. Treatment for the event was unknown. At the time of this report, the patient has recovered from the events. A day after the event onset, the pd catheter was removed and the patient was transferred to hemodialysis. On an unknown date, pd therapy was discontinued. No additional information is available.